Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a supraventricular tachycardia (svt) which was correctly identified by the device. Ectopics during the episode caused the patient to go into ventricular tachycardia (vt). The device recognized this and delivered anti-tachycardia pacing (atp), but the atp did not terminate the arrhythmia. An appropriate shock was delivered, and the arrhythmia was terminated, however the patient collapsed during the episode. The device was reprogrammed to resolve the event, and the patient was stable with no consequences.